Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that she bolused before bed and the insulin pump alarmed motor error. She rewound and set it up again but when waking up, her blood glucose was 600 mg/dl and the insulin pump was suspended. She resumed it, tried to bolus and it alarmed motor error again. The device was not exposed to a magnetic field but customer was near the MRI room. Customer does not use the sensor feature and is able to complete the rewind sequence. Most recent blood glucose value is 132 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.